Manufacturer narrative:
Reported event is inconclusive. The device is not being returned and no photographic evidence was provided. Therefore, the reported failure could not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) complaints for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 4 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised the following: squeeze the trigger firmly until it stops. As the trigger is closed, the clip is held by the jaws and closes around the tissue or vessel. Note: failure to completely close the trigger could result in incomplete clip closure and possibly compromise hemostasis. If trigger is only partially closed, a new clip may not load upon opening. In this case the trigger should be fully closed and opened to load the next clip. This issue will continue to be monitored through the complaint system to assure patient safety. Note: this report is being resubmitted following an unsuccessful submission attempt on (B)(6) 2021 due to a system error.

Event description:
The customer reported that the 530 clip device was being used during an unknown procedure on an (B)(6) 2020 when it was reported that I believe the surgeon struggled to get the "click" from the device whilst using it, so we attempted to fire when device was outside of the patient and from memory again the device misfired and the clip crossed. There was no report of injury impact to the patient. No further information was reported. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.